Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the unit is not suctioning tried to perform a troubleshoot but she wasn't home/near the purewick system. Advised her to call us back once she's home to perform a troubleshoot and if that doesn't resolve it then we can replace the unit under warranty. She also recently purchased a replacement kit on 5/6/26 and she cleans it after each use.